Event description:
It was stated that the issue had been occurring the week leading up to the sales representative being notified of the issue. The facility has multiple programming systems so it is not clear which one the serial cable was associated with. The tablet serial cable was received for analysis on 11/13/2015. Analysis is currently underway but has not been completed to date.

Event description:
Product analysis on the tablet serial cable was completed and approved on (B)(6) 2015. An analysis was performed on the returned usb to db9 cable and the cause for the intermittent issue interrogating patients was found to be associated with an intermittent open wire connection in the returned serial cable usb connector. No further anomalies were identified.

Event description:
It was reported that an account was having an intermittent issue interrogating patients. A company representative performed troubleshooting and was not able to interrogate a generator. He then swapped the usb serial cable for a backup cable. After replacing the usb serial cable, the programming system worked well. There were no issues one week later when he followed up with the account. The suspect usb serial cable has not been received by the manufacturer to date.